Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients spinal cord stimulation (scs) lead had high impedances which caused stimulation to be inadequate. The patient underwent lead replacement procedure and was doing well postoperatively. The explanted lead was not released by the facility and will not be returned.